Event description:
Bilateral patient: litigation papers allege dicomfort and pain in both hips. It is further alleged it became increasingly painful for him to walk, move his legs, and rise from a seated position.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Rejected--duplicate of 1818910-2012-03404.

Manufacturer narrative:
This MDR, 1818910-2012-04903, had previously been rejected, and a follow-up MDR was submitted in error. MFR #1818910-2012-03404 is the correct MDR for investigation purposes.

Manufacturer narrative:
This investigation is still considered closed.